Manufacturer narrative:
Troubleshooting was conducted with the customer, including resetting the battery. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler to get additional information, with no response as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that she was experiencing low suction with her freestyle breast pump and the motor was making a loud noise not heard before. She also expressed concerns related to charging the battery and alleged that she had mastitis four weeks previously, for which she sought medical treatment and was prescribed an antibiotic. She indicated that the mastitis has since resolved, but she currently has a clogged milk duct.

Manufacturer narrative:
In follow up with a complaint handler on 02/26/2018, the customer indicated that the replacement pump was working without issue and the mastitis was resolved. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 03/01/2018 and it passed suction and cycle specifications. Additionally, the device powered on without issue with the customer's battery and power supply. Refer to attached evaluation. The customer's complaint of low suction and a battery charging issue could not be confirmed. [(B)(4)].